Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle breaks of the sensor. The customer¿s blood glucose level was 209 mg/dl. The customer reported that the sensor cannula wasn¿t attached. It was also reported that the needle was hard to remove. The customer reported that the sensor fractured while in the body. The customer was advised to return the needle hub assembly. The sensor will be returned for analysis.